Event description:
It was reported that, an 81-year-old male patient with urinary retention and prior inadequate response to silodosin, tadalafil, and dutasteride underwent water vapor thermal therapy (wvtt) for benign prostatic hyperplasia, with baseline findings including elevated post-void residual urine (pvr) and reduced maximum urinary flow rate (qmax). Following the procedure, catheter removal was unsuccessful due to increased pvr requiring reinsertion, and although pvr later decreased, persistent voiding symptoms remained. The patient experienced recurrent infections postoperatively and became catheter-free on post-operative day 21. Imaging identified a prostatic cavity communicating with the urethra, which was considered obstructive, and transurethral resection of the prostate (turp) was subsequently performed eight months after wvtt. Post-turp, the patient demonstrated significant clinical improvement, including increased voided volume, improved qmax, and markedly reduced pvr, allowing discontinuation of medications. Reported adverse events associated with wvtt included urinary retention, persistent lower urinary tract symptoms, and recurrent infections. No device malfunction was reported during the wvtt procedure.